Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."

Event description:
The patient reported her blood glucose reached 28 mmol/l (504 mg/dl) and that she had to be rush to the hospital in an ambulance. They placed her on an infusion of nacl, novorapid and apidra was given separately.